Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 922617-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, uterine scar, multi gravida, normal delivery (live child), bacterial vaginosis, dysuria, gastritis, peptic ulcer disease, cholelithiasis, pancreatitis, diverticulitis, appendicitis, kidney stone, c-section, cholecystectomy, hernia repair, uterine bleeding, endometriosis of uterus, adenomyosis and chronic cervicitis. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia painful sexual intercourse"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems,"), eye disorder ("vision/eye problems,"), fatigue ("fatigue,"), pain in extremity ("leg pain"), back pain ("back pain") and breast pain ("breast pain") and was found to have weight increased ("weight gain"). In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), vaginal disorder ("vaginosis"), vulvovaginal mycotic infection ("yeast.") And tooth disorder ("dental problems"). The patient was treated with analgesics, antibiotics, surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and ablation) and crown fillings. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, alopecia, urinary tract infection, vaginal disorder, vulvovaginal mycotic infection, urticaria, migraine, headache, tooth disorder, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, pain in extremity and breast pain had resolved and the dysmenorrhoea and back pain had not resolved. The reporter considered alopecia, back pain, breast pain, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, menorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal disorder, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 24-may-2012: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Ultrasound scan vagina - on 04-may-2017: no free fluid essure coils appear symmetrical and properly positioned.. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as fatigue, headache, vaginal bleeding, menorrhagia, uti quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: update of information (batch is not valid) incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 922617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, uterine scar, multi gravida, normal delivery (live child), bacterial vaginosis, dysuria, gastritis, peptic ulcer disease, cholelithiasis, pancreatitis, diverticulitis, appendicitis, kidney stone, c-section, cholecystectomy, hernia repair, uterine bleeding, endometriosis of uterus, adenomyosis and chronic cervicitis. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia painful sexual intercourse"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems,"), eye disorder ("vision/eye problems,"), fatigue ("fatigue,"), pain in extremity ("leg pain"), back pain ("back pain") and breast pain ("breast pain") and was found to have weight increased ("weight gain"). In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), vaginal disorder ("vaginosis"), vulvovaginal mycotic infection ("yeast.") And tooth disorder ("dental problems"). The patient was treated with analgesics, antibiotics, surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and ablation) and crown fillings. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, alopecia, urinary tract infection, vaginal disorder, vulvovaginal mycotic infection, urticaria, migraine, headache, tooth disorder, dyspareunia, vaginal discharge, visual impairment, eye disorder, fatigue, weight increased, pain in extremity and breast pain had resolved and the dysmenorrhoea and back pain had not resolved. The reporter considered alopecia, back pain, breast pain, dysmenorrhoea, dyspareunia, eye disorder, fatigue, headache, menorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal disorder, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Ultrasound scan vagina - on (B)(6) 2017: no free fluid. Essure coils appear symmetrical and properly positioned. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as fatigue, headache, vaginal bleeding, menorrhagia, uti. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jun-2019: plaintiff fact sheet received: event replaced by abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, vaginosis, yeast. Rashes or skin conditions type: hives, migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems, fatigue, weight gain, hair loss were added. Medical history, lab data, lot number, treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.